Event description:
The customer reported that the insulin pump alarmed during the manual prime and insulin was squirting out. Customer stated she didn't realize she was connected to the device and pressed the button when she was going to fill the cannula. Customer was unsure if she had delivered insulin. Customer's blood glucose was 272 mg/dl customer advised to disconnect from the device. Customer reported the device was not dropped or bumped prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap appears normal and she doesn't recall pressing it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this error. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.